Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device was able to fire, but post-operative gastric leakage occurred. A surgical intervention was needed to prevent a permanent impairment.